Manufacturer narrative:
The serial number was not provided. The lens was not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor needed to enlarge the incision site greater than the typical 2.4mm in order to fit a pcb00v intraocular lens (iol) into the patient's operative eye to implant the lens. Reportedly, there was no patient injury. No additional information was provided.